Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mobile power unit (mpu) was confirmed via the log file. The provided log file contained data spanning approximately 7 days ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2020 at 13:16 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased. The alarm resolved within approximately 4 seconds when power was restored to the system. Another loss of ac power while the mpu was in use was observed on (B)(6) 2020 beginning at 9:57. Low voltage hazard alarms were observed due to the steadily decreasing rsoc values during this time as expected; however, the issue did not last long enough to trigger a no external power alarm, as it resolved within approximately 3 seconds when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the cause of the event were asked multiple times and no responses were received. The root cause of the observed losses of ac power within the log file was unable to be determined through this analysis. The heartmate 3 patient handbook with mpu section 5 ¿alarms and troubleshooting¿, describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number of product was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a no external power alarm while the patient was on the mpu. No further information was provided.